Event description:
It was reported that post-op a lung wedge resection procedure, they found a staple line leak. At this time, it is unknown how the leak was detected. There were no problems with the device during the procedure. Patient was readmitted to surgery.

Manufacturer narrative:
Information anticipated, but unavailable at this time.